Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process due to insulin pump was blank. During blank display troubleshooting, customer stated that the display returned after the battery has been changed. Customer also reported to have received a failed battery test alarm and no troubleshooting was performed. The insulin pump is not expected to return for analysis.